Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the frontal stand was not moving. Upon functional testing fse found that the issue with long motor. Fse replaced the long motor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that frontal stand movement was not possible. No harm was reported. A philips field service engineer (fse) visited the site and replaced the motor linear drive which returned the device to use in good working order.